Event description:
A user facility originally reported that the lma had a herniated cuff. In subsequent communications they reported that when the lma was in a pt it kept shifting to one side and they could not get a good seal. They removed the lma and used a facemask. They did not remember the size of the pt or the amount of air used in the lma, but they said they only used a 20 ml syringe. The facility reported that they were able to replicate the herniation problem with the mask when it was out of the pt. They reported that there was no pt injury or problem. The user facility has returned the lma for eval.